Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user confirmed making multiple meal announcements in an attempt to correct hyperglycemia and acknowledged this was user error. Additional training was completed following the event. Based on available information, the event is attributed to user error involving use of meal announcements as correction boluses. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 22-apr-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl, resulting in seizure and hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.